Manufacturer narrative:
N/a.

Event description:
The following has been reported: patients' infusate was leaking out of cassette base of pump tubing. 06/24/2026- nurse reported there was no patient harm. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." The complaint description was assessed and identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.